Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and contrast in the inflation lumen and balloon. This is consistent with preparation and suggests the sds was advanced over a guide wire. The tip length met manufacturing criteria. The distal edge of the soft tip was jagged; however, this was not observed during product inspection prior to use and thus, may have occurred from the procedural attempts to cross the lesion, interaction with a guide wire, or possibly as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that the stent implant was dislodged from the sds and not returned. The balloon was loosely folded, which likely occurred after the stent dislodged. There were crimp marks visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Physical resistance/the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily tortuous with long diffused calcification, which likely contributed to the resistance during insertion of the catheter and the failure to cross. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is most likely that the stent became disrupted on the balloon while attempting to advance through the difficult lesion. Then, as the sds was withdrawn, due to resistance with the lesion, the stent implant dislodged. Since there was no note of any damage to the sds or stent implant observed prior to the procedure, it is likely that the lesion characteristics contributed to the dislodgement. As treatment for the dislodged stent, a 1.5 mm balloon was inserted into the stent and inflated at the mid lad target lesion. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. The physical resistance/the failure to cross, stent dislodgement, and subsequent tip damage appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter, and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during a procedure of a 95% stenosed, heavily calcified, heavily tortuous lesion of the mid and distal left anterior descending (lad) artery, using a radial access significant resistance was encountered during insertion of the stent delivery system (sds). Pre-dilatation was performed with a non-abbott balloon. An attempt to cross the distal lesion was unsuccessful; during retracting the sds the stent implant dislodged from the balloon at the mid tortuous lad lesion. A small 1.5 mm balloon was inserted into the stent and deployed the stent at the mid lad target lesion. The procedure was completed with balloon angioplasty only to the distal lesion. There was no reported patient sequela. There was no additional information provided.